Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for elecsys anti-tshr (anti-tshr) on a cobas 6000 e 601 module. Patient 1 initial result was 2.1 iu/l. The repeat results were 0.9 iu/l and 0.8 iu/l. On (B)(6) 2022 patient 2 initial result was 2.0 iu/l. The repeat result was 1.3 iu/l. The questionable results were reported outside of the laboratory. The anti-tshr reagent lot number was 591690 with an expiration date of 31-mar-2023.

Manufacturer narrative:
The customer stated qc was acceptable. The field service engineer (fse) completed instrument performance testing with acceptable results. No issues were identified during a review of the alarm trace data. Based on the information provided, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.